Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. . Placeholder

Manufacturer narrative:
Device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Surgeon notified sc during a procedure of intermittent problem with small battery drills. It is reported that the drills do not turn on when the trigger is pulled although the battery is fully charged. Surgeon does not believe the problem is due to thermal overload, as the device remains cool to the touch. Problem could not be reproduced during that procedure. Facility reported the failure of the small battery drive occurred when used in conjunction with the battery casing, part number 532.032, lot number 004330. Facility believes there is a misconnect between the small battery drive and the battery casing, as the small battery drive was tested with other battery casings and worked fine.